Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted during failure analysis. The insulin pump was received with cracked case at display window corners and reservoir tube lip. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that his buttons was not working. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the up arrow causes the numbers to ramp. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.